Manufacturer narrative:
(B)(4). Upon receipt at our interventional cardiology quality assurance laboratory, a visual inspection and dimensional inspection were performed and found the guidewire was severely kinked along the spring tip and was found unraveled and fractured (stretched). Additionally, the distal tip was also visually damaged, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that the root cause for this event is operational context due to anatomical/procedural factors encountered during the procedure.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this guidewire exhibited a damaged distal tip while it was still inside the patient's vein during an implant procedure. A boston scientific company representative further reported that the distal tip of this guidewire had knotted. The physician tried removing the guidewire but after several attempts, the guidewire broke. Further information indicates that the distal tip remained inside the vein. No further intervention has been performed at this time. The rest of the guidewire will be returned. No additional adverse patient effects were reported.